Manufacturer narrative:
Date sent: 07/25/2007. Damaged anti-backup, damaged feedbar. The analysis results for the mcs20 instrument found that it was returned in good physical condition. The instrument was cycled fed and formed the clips as intended. However, the ant-backup was noted to be non-functional. In addition, the handles were not closing symmetrically as one of the drive links was disengaged from the cam tube driver. Upon disassembly of the instrument the feedbar was noted to be bent, and the remaining components were noted to be in god condition. No conclusion could be reached as to what may have caused the reported jamming issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that on an unknown firing the clip jammed. The customer used another like device to complete the case with no patient consequence. The device is available for return.